Event description:
It was reported that the patient could not adjust stimulation. It was noted that the only light that they could see was the battery light. It was noted that the patient could not turn stimulation on since they had a medical procedure where the patient was ¿scoped¿ and stimulation was turned off a couple weeks ago. It was noted that the patient stated they had changed the 9 volt battery three times and thought that the patient programmer might have been dropped. It was noted that the patient had no stimulation sensation since the therapy was turned off during a procedure. It was noted that the controller had not worked for about two weeks. It was reported that the patient programmer would not interrogate. It was reported that the patient had a return of pain but it had been gradual. It was noted that this occurred a few weeks prior to call but the patient was not exactly sure. It was noted that the patient stated that they usually kept stimulation very low and on all the time. It was noted that the patient had received the replacement programmer and it still did not connect with the implant. It was noted that the status light showed the 9 volt was good but the other status lights still did not show up.

Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0340414v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-33, lot# j0337547v, implanted: (B)(6) 2003, product type: lead. (B)(4).